Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Sometimes buttons work and sometimes not. Pump was in quick bolus menu without pressing up/down buttons, menu button does not work. When pump is running and display goes to sleep, the screen can be activated no matter which button is pressed. No adverse event occurred. A request was made for the return of the device.